Event description:
It was reported that the customer experienced low blood glucose levels (approximately 50 mg/dl) between 2 and 5:30 in the morning. Customer lowered the basal rate overnight to 0.7 rate units per hour, and reportedly customer's blood glucose levels have stabilized.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.